Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient developed symptoms of buttock claudication and presented to the hospital. CT examination showed com plete occlusion of the right limb. Thrombectomy was performed and blood flow was restored, resolving the event. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film review summary: a single CT-3d recon image post-implant (unknown study date) was returned. No scale was seen on the films; therefore, no vessel mea surements could be performed. An endurant stent graft system had been implanted in the patient. The bifurcate ipsi limb was seen placed down into the distal portion of the left common iliac artery. The contra gate opened on the left side, and the contra limb and possible extension were implanted into the right external iliac artery. The contra limb crossed over the ipsi limb within the distal sac. Beginning at the flow divider, the left/contra limbs were 100% occluded. The bifurcate aortic body and left side were patent. The cause of the right limb occlusion could not be determined from this single image. No obvious stent graft kinks or compression was observed. However, the image returned did not allow for a complete assessment of the patient¿s anatomy. Other than the occluded right limb(s) extending down into the right external, no possible cause could be determined. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.